Event description:
Ultrasonic generator failure.

Manufacturer narrative:
There were no reported injuries at the time of this report. During preventative maintenance on (B)(4) 2013, the facility's biomed engineer noticed the ultrasonic sound waves were not engaged. The biomed engineer stated that the last preventative maintenance was performed on (B)(4) 2013; at that time, the ultrasonic sound waves were reported to be working. The tech replaced a fuse on the generator board. The ultrasonics are currently working, however the generator board was not sent back to the MFR for eval. There may be a low risk of infection associated with this issue as stated in the risk assessment supplied to the customer. Customer ultrasonics inc is reporting this incident out of an abundance of caution.